Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure and received a chest tube. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report: 09/17/2015. A component of the superdimension system, case recordings, were returned and evaluated. The evaluation resulted in no problem found with the system. The recordings confirmed the physician navigated beyond the target and breached the pleura. The physician stated that he experienced no difficulty with the superd navigation system.